Event description:
The customer reported the ventillator's backup battery was not functional. The ventillator was in use on a patient and the customer reported there was no patient harm. The respironics service technician reported ventillator would not run on ac power and the backup battery was depleted. The service technician tested the ventillator ac power cord for continuity and found it reading open. The service technician replaced the power cord to correct the problem. There was no problem found with the back up battery. Extended self testing (est) was performed and all tests passed per operating specificatins. Factory failure analysis of the power cord found evidence of physical damage to the insulation and confirmed an electrical open connection.